Event description:
It was reported that that during a clinic visit, a lead safety switch (lss) was found to have been triggered due to high out of range pacing impedances detected on this left ventricular (lv) lead. The health care professional (hcp) called technical services (ts) for review of the daily threshold and impedance measurements trend reports. Upon review, ts determined the lv pace impedances appeared to be high and increasing to be greater than 2000 ohms over the past year. Ts discussed programming options with the hcp. At this time, the lv lead remains in service. No adverse patient effects were reported.